Event description:
It was reported that (2) devices were used during a resection procedure. It was reported by the affiliate that the tsb45 instruments do not staple completely. Another device was used to complete the case. There was no consequence to the pt.